Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 6 mm distal of the distal marker band and extending approximately 20 mm proximally across the balloon material. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 24 atmospheres. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 26-apr-2019. It was reported that balloon leak occurred. After a guidewire crossed the lesion, a 6.0 x 40, 40 cm mustang balloon catheter was advanced for dilatation. The balloon was inflated at 10 atmospheres for 1 minute but the imaging effect was not satisfactory. A second inflation at 18 atmospheres was performed; however, it was noted that the contrast agent was leaking. The physician removed the device and a 6-20/40 balloon catheter completed the procedure. No patient complications were reported and patient's status was stable. However, returned device analysis revealed balloon longitudinal tear.